Manufacturer narrative:
Service was provided and the field service engineer (fse) indicated finding a cracked sensor. This sensor is located in the back-top left side of the instrument and is utilized to detect clenz. The sensor could not detect the presence of clenz in its pathway. As a result, there was a clenz leak of approximately 4 ml. The sensor was replaced. Repairs per established procedures were verified and results met published performance specifications. The spill was cleaned up according to the defined laboratory protocol. Root cause for the leak was associated with a cracked clenz sensor.

Event description:
A customer reported to beckman coulter, inc. (Bec) a reagent leak at the back of coulter lh 500 hematology analyzer where the clenz line connects to its fitting. In addition, the instrument was indicating clenz out error alerts. The customer stated that there was no blood leaking, but the source of the leak could not be identified by the customer. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and glasses at the time of the incident. The material safety data sheet (msds) was not reviewed; however, it is readily available. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. There was no death, injury or change to patient treatment attributed or associated to this complaint.